Manufacturer narrative:
One pneupac parapac plus was returned for analysis in good condition. The unit was gently shook; confirming the complaint as there was a loose ribbon in the batter compartment. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that during testing of a smiths medical pneupac parapac plus, the unit was found to have something loose inside. There was reported to be no alarm upon opening package. There was no patient involvement or adverse effects.